Event description:
Country of complaint: (B)(6). Three times during a surgical procedure, the tip of the needle remained in the surgical cavity. This was confirmed by x rays.

Manufacturer narrative:
Waiting for product return. Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: evaluation on-going.